Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported, that the valve pressure was very high, causing over drainage. As a result, the valve was explanted and replaced.